Event description:
It was reported that the customer was hospitalized to get some imager done, and the insulin pump may have been exposed to a high magnetic field. The customer's blood glucose reading was 300mg/dl. The caller stated that alarmed motor error. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind due to a motor encoder signal being out of phase. The device was received with cracked case at lcd window corners.